Manufacturer narrative:
Product complaint #(B)(4). G.2 medwatch report was received. Additional information was received from the field rep and noted the optical sensor error was transient and no longer an issue at the time of impella explant. It was surmised that perhaps the optical sensor may have been "stunned" but not necessarily damaged intra-operatively as the error was transient. Investigation: the impella pump was not returned; therefore, an evaluation/analysis of the device was not possible. However, the event logs were received and analyzed. The investigation was completed and noted a device history review confirmed the pump passed all the post sterile inspection checks. Regarding the optical sensor issue data logs were reviewed, and the placement signal not reliable alarm was confirmed. At this time, signal not reliable drops to zero, lamp maxes out at 100%, light decreases, gain decreases, and contrast oscillates between +/-3,000. The real time logs were closely examined during the time of the placement signal not reliable event, and the oscillating contrast trend was seen. The pump remained in use during placement signal not reliable issue. Optical signal parameters and placement signal was seen returned after 36 hours of case run. Upon review of data logs, it is apparent that the console is the potential cause of the issue. H6: investigation type, findings and conclusion codes and component codes were updated accordingly based on the completed investigation. A request for an automated impella controller (aic) complaint was made, and a complaint file was created and processed accordingly. Refer to the related manufacturer report number as noted in section h10 for the report on the automated impella controller.

Manufacturer narrative:
Patient-specific information section a5: ethnicity is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and approximately nine days after start of the support, placement signal issue occurred. There were no changes in the patient's hemodynamics or motor current. The care team informed that pump performance is not affected and was walked through on disabling audio. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The following corrections were identified: additional information was received via medsun reporting program - user facility medwatch report (B)(4) and was not attached to the follow up 1 report submitted on 22-oct-2025. (E4 was updated and user facility medwatch report has been attached to this follow-up 2 report accordingly). Details of the additional information received were the following: "the display of the impella device stopped showing left ventricle and aorta tracing. Fiberoptic cable malfunction with device."

Manufacturer narrative:
This supplemental report is being filed to include the related report number (B)(4) in corresponding block h10. Our previously submitted report only listed this in section h11.